Event description:
Reporter stated that the surgeon inserted a single piece silicone intraocular lens model aa4204vf in the patient's eye and the lens tore. The surgeon enlarged the incision to remove the lens and put in another lens.